Manufacturer narrative:
The product was not returned for evaluation. A dvd was provided. The device preparation was not shown. The device nozzle comes into view as it is inserted into the incision. The lens was not advanced to the fill line per the dfu. The lens was advanced from mid-nozzle. The lens was rapidly advanced into the eye. There appears to be a chip on the optic edge. The chip is located where the plunger tip was in contact with the lens as it was advanced. A qualified cartridge was used. The handpiece indicated to be an autosert. Based on the video review the optic edge was chipped. This damage was at the area where the handpiece plunger was in contact with the lens. The root cause for the damage cannot be determined. The lens and cartridge preparation were not shown on the dvd. Per the device dfu: the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the lens product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported the edge of an implanted intraocular lens (iol) was slightly chipped or cracked. The lens remains implanted because the chipped position is on the edge of the lens and will not affect the patient's visual function. Additional information was requested.